Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a plum 360 infuser compatible with ICU medical mednet software where it was reported that the pump kept turning off. It was programmed, then went to "new pt". The IV fluid stops. N250 alarm was present in logs. The alarm was triggering randomly when repriming test cassettes. This event occurred during infusion. There was patient involvement but no patient harm.